Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the plunger in a preloaded intraocular lens (iol) delivery system passed over the lens and damaged the lens. Additional information was requested.